Event description:
The patient reported that their insertable cardiac monitor (icm) exhibited potential premature battery depletion. No intervention was noted. The patient did not mention if this resulted in any symptoms or adverse consequences.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.

Manufacturer narrative:
Correction to section e.

Manufacturer narrative:
Correction to g2 source to add company representative.